Event description:
Radiographs taken 5 months post-operative confirmed a ttc nail distal interlocking peg was backing out with a thin layer of lucency. There was no significant osseous bridging at arthrodesis site, nor hardware fracture or clinical issues reported and there was neither clinical action taken, nor treatment given.